Event description:
A valve in valve mitral case take place to treat a failed 29mm medtronic mosaic heart valve in the mitral position. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".